Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any clip formation issues. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, on the first firing the clip formed correctly, but on the second firing the clip was not formed correctly. They continued to use the device and the device would form one and then not the other. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer woke up feeling sick, but did not check his blood glucose levels until he got to the airport. The customer later realized that the insulin pump had a blank screen. Troubleshooting was performed, but the screen remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.